Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was placed in the same month. According to the complainant, three days after placement, the locking adapter of the device was cracked. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.